Event description:
On november 17, 2022, fujifilm corporation was informed of an event involving dh-40gr. It was reported that the hood separated from the scope and the distal end fell into the gastrointestinal tract during a submucosal dissection. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death or serious injury associated with the event.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
On december 15, 2022, fujifilm corporation concluded the root cause investigation of dh-40gr. The reported issue is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. Fujifilm will continue to monitor complaints for similar issues.